Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated. A software download was successful, but when the device was reprogrammed, dashes were noted for some parameters, battery impedance was 26 kohms and the battery voltage was 2.4v.